Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lad, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119448.

Event description:
It was reported patient had high impedances on one of the leads, preventing patient from having an MRI. Investigation was unable to determine which lead was at fault. As a result, patient underwent surgical intervention on (B)(6) 2024 during which both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the lead showed high impedances. As a result, both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.